Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar posterior decompression and fusion internal fixation at l3-l5 due to lumbar degene rative disease. Intra-op, the screw plug could not be finally locked and it broke. No fragment of the broken product remained inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product analysis: visually it was confirmed that the set screw is fractured approximately 1 thread up from the distal tip of the set screw. The broken off portion of the set screw was not returned for analysis. Microscopic examination of the fracture surface appears to emanate from the root of the thread, following the thread helix, with downward deformation of the sheared portion of the thread. The outer hex does not appear to be damaged; however, the inner hex does show signs of deformation. The above observations are consistent with torsional shearing of the thread during tightening. If information is provided in the future, a supplemental report will be issued.